Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) the patient underwent a ventricular tachycardia (vt) ablation procedure, and the device detections were deactivated for the procedure. The physician performing the procedure indicated responsibility for reactivating ICD detections after the procedure. The physician reported pressing the "resume" function on the programmer, with the expectation that this would restore detection capabilities. The following morning the patient stated they heard the ICD make an audible tone but was not aware at the time that the tone came from the device. The patient later that day experienced a syncopal event post hospital discharge resulting in emergency department visit. The ICD was interrogated in the emergency department and revealed that ventricular fibrillation (vf) and vt detections remained off and related care alert for detections were off. There was no episode recordings found related to the syncopal episode given that detections were off. The ICD detections were turned back on, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient underwent a ventricular tachycardia (vt) ablation procedure, and the device detections were deactivated for the procedure.  The physician performing the procedure indicated responsibility for reactivating crt-d detections after the procedure.  The physician reported pressing the "resume" function on the programmer, with the expectation that this would restore detection capabilities. The following morning the patient stated they heard the crt-d make an audible tone but was not aware at the time that the tone came from the device. The patient later that day experienced a syncopal event post hospital discharge resulting in emergency department visit. The crt-d was interrogated in the emergency department and revealed that ventricular fibrillation (vf) and vt detections remained off and related care alert for detections were off.  There was no episode recordings found related to the syncopal episode given that detections were off.  The crt-d detections were turned back on, and the device remains in use.  No further patient complications have been reported as a result of this event.